Manufacturer narrative:
Correction to b3 (date of the event). Update to b5.

Event description:
Additional information was provided that no missing balloon material was observed at the time of the event.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that the balloon burst radially and longitudinally, material bunching was observed at the distal part of the balloon. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed. The available information suggests patient factors (calcification) contributed to the reported event as the presence of a high level of calcification of the sinotubular junction is believed to be the root cause of the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon was inflated up to nominal volume -2ml. The valve was successfully deployed, but a balloon rupture occurred at 2/3 inflation. The delivery system was successfully removed through the sheath. The patient sustained no injury and was stable after the procedure. The device is available for examination. The perceived root cause of the event was the high level of calcification of the sino-tubular junction.

Manufacturer narrative:
The investigation is ongoing.